Event description:
The operator of an immulite 1000 instrument discovered that incorrect patient names were being assigned to the sample cups. When a new order for a patient is added to the worklist and the sample has not been uploaded to the instrument, the sample currently being uploaded is incorrectly assigned the cup number and information of the new order. There are no known reports of patient intervention or adverse health consequences due to the incorrect patient names being assigned to the sample cups.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist discovered that the samples had existing records, and the operator created new records with new sample cup numbers before the samples were run. If a new record is created for a sample that has not run, the existing record must be deleted. The customer was instructed of the proper way to create new sample identification numbers and edit existing sample identification numbers. The cause of the incorrect patient names on the sample cups is user error. The instrument is performing within specifications. No further evaluation of the device is required.